Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" customer information: "pump stopped infusing. The reporter (clinical engineer) spoke to the cnm who does not remember the details but she knows no inotropes were involved so there was no harm caused to the patient. The incident occurred on (B)(6) 2022. The cnm does not have the syringe details or details of the line used either. Customer requested the pump be sent for investigation."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: m030003. 2.5 hours of operation: 413. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. There are no history files at 2022-05-10 (date of the incident) available. For this reason, the last infusion at (B)(6) 2022 was investigated. There are no anomalies. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (60-01-07) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage can be located. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,16%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests the perfusor space works correctly. No malfunction could be detected.